Event description:
The customer reported that during an ablation procedure, the insulation was noticed to be peeling off the electrode. The incident device was removed from use. A guiding needle was also in use. After completion of the procedure, the doctor confirmed a burn injury to the pt's skin at the insertion site. The burn was diagnosed as 3rd degree from the surface of the liver to the skin. The pt's hospitalization was extended by 10 days. The pt is currently undergoing dermatological treatment.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.